Event description:
It was reported that patient underwent a total knee arthroplasty procedure utilizing a box reamer on (B)(6) 2012. During the procedure, the tip of the reamer fractured while being used in the guide. Another box reamer was available to complete the procedure. There was no injury to the patient or delay to the procedure as a result.

Manufacturer narrative:
Other - only the larger part of the broken reamer was returned. The tip was missing. Review of returned portion of instrument was inconclusive.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the associated package insert that state that this type of event can occur: "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage." Device availability - device is being returned for evaluation. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
The notification date for this event was (B)(6) 2012, as was originally reported.